Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient medications were not being crossed to the pyxis machine. A technical support specialist confirmed the medication had not been allocated to any override groups. The system functioned as intended after the technical support specialist troubleshot the issue. The serial number, UDI and manufacturer date details kept blank since the given asset information found to be es facility license.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was experiencing issues, as medication ordered from the inpatient cart was not being crossed to any pyxis machine, preventing users from obtaining the necessary medication for a patient. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.